Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient's femur shattered when surgeon was broaching to a size 18. Report noted that a 17 was needed, but was unavailable. This caused the surgery to be delayed by 2 hours.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Numerous progressive x-rays were available for review. Intra-operative images confirm the reported femur fracture. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Update rec''d 10/10/2014- patient's medical records were received. Medical records were reviewed for MDR reportability. Records indicate the patient's femur was fractured as the stem was seated. The broach is being changed to a femoral stem at this time.the complaint was updated on: 11-05-2014.